Event description:
It was reported that the pip hinge cracked one month post op. The surgeon removed the broken hinge in 2006, and decided not to replace it. Pt now has a tendency to dislocate and will require another surgery in the future to apply a pip.